Event description:
Intended use the vitek® ms system, reference 410895, is a mass spectrometer using maldi-tof (matrix-assisted laser desorption/ionization-time of flight) technology for the identification of microorganisms cultured from clinical specimens. Description of the issue.a customer in united states notified biomérieux of obtaining a misidentification of corynebacterium sp as klebsiella oxytoca with the vitek® ms system - reference 410895 (serial number (B)(4)) on a patient sample. Method used to identify the strain to corynebacterium sp has not been provided by the customer. No patient impact has been reported as a consequence of the misidentification. An investigation will be initiated.

Manufacturer narrative:
Investigation results. Complaint trend analysis and device history record . The analysis did not indicate any systematic quality issue related to misidentifications. Fine tuning. No fine tuning was needed during the tests made on 22 sep 2022. Spot preparation quality. The calibrator and sample ¿all peaks¿ values are quite heterogeneous meaning that the customer¿s spot preparation quality was not optimal. Knowledge base review . The identification of the bacteria is unknown but a corynebacterium spp is suspected. Corynebacterium spp is not present in vitek ms knowledge base v3.2 as vitek ms identifies organisms at the species level and not to only the genus level. Sample data analysis. - by reprocessing the customer data with vitek ms knowledge base v3.2, one spectra led to klebsiella oxytoca with a low number of peaks (near the limit of 30 for bacteria) and with an negative score. - by reprocessing the customer data with next vitek ms knowledge base v3.3 (under development), spectra led to the same result as those obtained with vitek ms knowledge base v3.2. - by reprocessing the customer data with saramis knowledge base v4.17 (research use only), the spectra led to "no identification". Based on this analysis, the strain tested by the customer could be a species not present in the vitek ms knowledge base v3.2. According to the instructions for use: "testing of species not found in the database may result in an unidentified result or a misidentification". "Interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ . Conclusion : according to the investigation results, the misidentification could have resulted from an non-optimal spot preparation and/or from a system limitation due to a species out of the knowledge base.